Manufacturer narrative:
Concomitant devices: 945eclc: controller 945eclc eclipse, s/n (B)(4), ac adapter converter cable. Product evaluation: the failure analysis lab inspected the laptop computer and eclc. The lithium ion battery pack was almost completely burned up, which in turn burned the eclc and the laptop computer. Inspection of the parts on the system that was returned revealed that an incorrect ac adapter was attached to the laptop along with a converter cable that adapted the ac adapter to the laptop. The ac adapter that was being used has a charging voltage of 19.5v and the lithium ion battery pack has a specified charging voltage of 18.5v. Therefore, the ac adapter was charging the battery pack at a higher than specified voltage. Lithium batteries require a tight voltage range when charging. Prolonged over voltage charging forms plating of metallic lithium on the anode and increases pressure inside the battery, which eventually causes thermal runaway and a fairly vigorous fire.

Event description:
It was reported that the neuro technician showed up at hospital with nim equipment (controller and laptop). The tech set up (hooked up to red outlet). The unit sat idle for 40 minutes. The patient was brought into the room and started on anesthesia. They were about to intubate when the team saw smoke and then went into fire protocol. They saw a 6 inch flame and immediately pulled fire alarm. Wet towels were put on the device and the tech rolled the cart out of the facility. Once it got outside, it caught fire again and debris shot off. The fire department arrived and were able to successfully extinguish the fire. There was no patient impact or injury; they were moved to another or for their procedure.